Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ch4p. Device evaluation summary: the analysis results found that the cdh25p device was received with no apparent damaged. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples and a washer and fired. Noted it would not fire without manipulating the shaft. Once the firing sequence initiated it fired as intended, completely cut tissue and washer and formed conforming staples. In addition, this finding would not have caused the reported issue. It is not known at what point the flex circuit became delaminated from the plastic actuator. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Second response received to original additional information request: what were the indications for surgery? Reversal colostomy- sigmoid. Did the patient receive any preoperative chemotherapy or radiation? No. What purse-string technique was utilized?yes. What healthcare professional fired the device and what is his/her experience with the device? Another general surgeon I serviced, first time firing. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes more like 30. Were there any issues with device use/firing? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Slightly. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was type of leak test was performed? Sigmoidoscope rectally pump air saline in lower pelvis- wait for bubbles- and yes there were bubbles but we expected them after checking donuts and noticing incomplete proximal ring. Was the staple line visualized endoscopically? No. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Why did the surgeon decide to do a diversion? Tried to fire 29 from above and it was too big- started to tear colon and worried too much manipulation and infection risk so decided to divert and let patient heal again and come back. Will the ostomy be reversed? Yes going to. What is the current status of the patient? As far as I know- patient doing fine. Additional information was requested and the following was obtained: what was the product code of the 29mm circular stapler attempted? Cdh29a was there an alleged deficiency of the 29mm device? It didn¿t perform complete donuts either. How was the lumen sized? It was second attempt-no more 25 staplers only had 29¿s and 33¿s-we knew the 29 was too big but he was trying to avoid hand sewing-2 am. Why was a 29 selected? We had no more 25¿s and he thought he could get it to work because he was doing it from above and not entering through the rectum. Can you further clarify the anastomosis technique attempted from above? He put anvil in distal & stapler through a otomy he created from proximal it was very tight on the proximal side. I couldn¿t see well at all the distal side but I was very concerned when I saw the tightness of the proximal. Did the 29 contribute to the need to perform the diversion? It was a combination of 25 not working, lots of manipulation. He felt it would be best to divert. Can you clarify the issues that occurred with the cdh29a? They did fire and had another proximal incomplete donut. The surgeon didn¿t seem surprised due to difficulties getting it in. See related report # 3005075853-2019-21400.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Reversal colostomy. Did the patient receive any preoperative chemotherapy or radiation? No what purse-string technique was utilized? What healthcare professional fired the device and what is his/her experience with the device? Another general surgeon- experience with manuel ethicon - 1st time with powered. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes- 30 seconds. Were there any issues with device use/firing? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? Didnt seem to be difficult. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was type of leak test was performed? Air through the sigmoidoscope - saline abdominally- leak tests bubbles. Was the staple line visualized endoscopically? They didn¿t look endoscopically. Were there any issues noted with staple formation? Proximal right donut not complete - staples formed complexly around rest of donut but seemed to be missing staples- incomplete donut -patient rt- proximal. Why did the surgeon decide to do a diversion? Tried to redo the anastomosis using a 29 from above- didn¿t work, stapler to large for lumen, colon manipulated too much so they thought it was best for patient to do a diversion to eliminate any possible leak or infection. Will the ostomy be reversed? Yes -hoping to reverse the reversal soon. What is the current status of the patient? I believe doing fine. Not 100% sure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the 29mm circular stapler attempted? Was there an alleged deficiency of the 29mm device? How was the lumen sized? Why was a 29 selected? Can you further clarify the anastomosis technique attempted from above? Did the 29 contribute to the need to perform the diversion?

Event description:
It was reported that during a colostomy reversal, the circular stapler fired correctly, the green check mark was present, the device was removed from the patient easily, the distal donut was complete but the proximal donut was incomplete. The doctor performed a leak test and there were bubbles in the anastomosis. The doctor oversewed the anastomosis with suture, adding an additional one and a half hours to the procedure. The doctor tested the anastomosis after the suturing was complete, the anastomosis passed the leak test but the doctor decided to do a diversion.